Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "3 co2 valves became stuck during the examination and too much co2 got into the patient. This has occurred with 2 patients with copd, who have become sick." Pentax europe (B)(4) requested additional information from the customer and return of the valves for evaluation. Additional information was received stating the user uses only water, no oil or other lubricant on the valves.